Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2010-04501 addresses the cre balloon dilatation catheter, while manufacturer report #3005099803-2010-04544 addresses the alliance inflation syringe. It was reported to boston scientific corporation that a cre balloon dilatation catheter and alliance inflation system were used during an esophagogastroduodenoscopy (egd) with dilatation procedure performed on a 64 year-old male patient on (B)(6), 2010 (patient weight is unknown). According to the complainant, during the procedure, the balloon was inflated within the esophagus. At a pressure of 7psi and diameter of 18mm, the balloon burst. The procedure was completed with another cre balloon dilatation catheter, and the same alliance handle. It is unknown whether the same alliance inflation syringe was used to complete the procedure; therefore, it cannot be confirmed whether the gauge of the syringe was reading accurately when the balloon burst. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed no previous complaints for the specified lot. Inflation of the returned complaint device was attempted; however, a longitudinal tear was found in the balloon. Visual examination of the returned device revealed there was no damage to the catheter of the device. The condition of the returned incident device was consistent with the complaint that the balloon burst. The most probable root cause is operational context; this failure occurs when procedural factors encountered limit the performance of the balloon (e.g., the balloon comes into contact with sharp exterior sources).

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2010-04501 addresses the cre balloon dilatation catheter, while manufacturer report #3005099803-2010-04544 addresses the alliance inflation syringe. It was reported to boston scientific corporation that a cre balloon dilatation catheter and alliance inflation system were used during an esophagogastroduodenoscopy (egd) with dilatation procedure performed on a (B)(6) male patient on (B)(6), 2010 (patient weight is unknown). According to the complainant, during the procedure, the balloon was inflated within the esophagus. At a pressure of 7psi and diameter of 18mm, the balloon burst. The procedure was completed with another cre balloon dilatation catheter, and the same alliance handle. It is unknown whether the same alliance inflation syringe was used to complete the procedure; therefore, it cannot be confirmed whether the gauge of the syringe was reading accurately when the balloon burst. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.